Event description:
It was reported that the left ventricular (lv) "lead fell out" during a normal generator changeout. The physician implanted a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage, and stretching. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524-45 lead, (B)(6) 1997; a 6947-65 lead, (B)(6) 2011. (B)(4).